Manufacturer narrative:
(B)(4). Concomitant medical products: 32810504301 interchangeable ulnar assembly plasma sprayed extra small left 3 inch length 63287613. The complaint cannot be confirmed since the medical records or the x rays from the event were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03570.

Event description:
It was reported that the patient underwent a left elbow arthroplasty revision due to aseptic loosening of humeral and ulnar components. No more additional information is available.